Event description:
A (B)(6) report was received from a dealer who reported that plastic wall that accommodates the bolt l bracket for attachment is a softer plastic and too thin and strips easily. The unit completely stripped after a few months use only. No report of injury. The device is being replaced.

Event description:
A (B)(6) report was received from a dealer who reported that plastic wall that accommodates the bolt l bracket for attachment is a softer plastic and too thin and strips easily. The unit completely stripped after a few months use only. No report of injury. The device is being replaced.

Manufacturer narrative:
(B)(4) - follow-up #001. Initial pr issued MFR report #1531186-2012-01080 indicating the manufacturer as unknown. The correct manufacturer is aquatec operations (B)(4) located in (B)(4). The correct FDA registration number is 3007231105. This product is sold in (B)(4) but not sold in the USA.